Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged receptacle) has been confirmed. As received, the belt receptacle was pulled from the monitor case, disconnecting from the j1001 connector on the computer / analog (ca) board. The root cause of the damaged receptacle is excessive force placed on the cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged.